Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced dizziness and near syncope. It was noted that there were occasional dropped ventricular beats on the implantable pulse generator (ipg) as it was in managed ventricular pacing (mvp) mode. The device remains in use. No patient complications have been reported as a result of this event.